Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was noticed in the clinic that the right ventricular lead was dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - vf (ventricular fibrillation) =190 ms on (B)(4)-2010 12:29:37.

Event description:
It was reported that it was noticed in the clinic that the right ventricular lead was dislodged. The lead remains in use. No patient complications have been reported as a result of this event.